Event description:
During troubleshooting for high blood glucose, customer stated she was using reservoirs that were part of a recall last year. Customer was advised to not use those reservoirs. Customer's blood glucose was 600 mg/dl. He treated with a manual injection. Nothing further reported about the reservoir.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).